Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.20mm x 8mm emerge balloon catheter was selected for use. However, it was noted that the device delivery shaft was fractured outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The shaft is intact; there is no shaft separation. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is a kink in the hypotube 3.1cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.20mm x 8mm emerge¿ balloon catheter was selected for use. However, it was noted that the device delivery shaft was fractured outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.